Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was noted that there was noise on the right atrial (ra) and right ventricular (rv) leads due to clavicular crush. The ra and rv leads were explanted and replaced. No further patient complications have been reported as a result of this event.